Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited loss of capture (loc) on the right ventricular (rv) lead channel. Technical services (ts) was consulted and it was noted that there was an instance of high out of range pacing impedances measuring above 3000 ohms. Ts was notified that troubleshooting options were performed, however the loc was not resolved. No adverse patient effects were reported. This device remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).